Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that marker channel is not labeling all qrs's. The episode strips show consistent qrs's at ~60 bpm, however inconsistent marking of the qrs's. Amplitude is very small. The sensitivity was adjusted to 0.025. In addition approximately two weeks later, the patient passed out and was admitted to the hospital. Asystole episodes occurred at 8 am and appear to be undersensing and qrs complex can be seen through it. Patient had a syncopal event at 5 pm and no episodes were detected at that time by the device. Originally the patient was at 0.035mv; however, currently the patient is at 0.025mv and is sensing appropriately. The device is in use. No patient complications have been reported as a result of this event.